Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Additional information: on an unreported date in (B)(6) 2014, the patient experienced peritonitis. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized. On unreported date(s) the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) and the final dose was given nineteen days after the receipt of this report. It was not reported if dianeal therapies were ongoing. Three days prior to the receipt of this report, the patient was discharged from the hospital. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available. This is report 1 of 3.